Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the alleged meter issue cannot be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "389, 443, 436 and 396 mg/dl" with the subject meter which were reportedly higher compared to their feelings/ normal blood glucose results. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported due to the failing control solution test results.